Event description:
Nurses went to lift patient. Placed head of the gurney in the flat position using the side rail button and lifted the patient. Nurses used side rail button to lift head of the gurney higher, and the head of the gurney would not go up.